Event description:
It was reported that a patient with an artificial urinary sphincter (aus) underwent a revision due to the cuff was too long and needed to be downsized. There were no patient complications reported.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) underwent a revision due to the cuff was too long and needed to be downsized. There were no patient complications reported.